Manufacturer narrative:
A surgery data performance verification was performed for the time periord including this patient's surgery and the analysis indicates the system was performing to specifications.

Event description:
During lasik surgery, the tracker lost track approximately 50% into the procedure. The tracker would not allow the procedure to be completed. Additional information has been requested.